Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was retrieved with cannula assembly undeployed. Download data could not be retrieved form the device. Without data from the device, the cause of the reported event could not be conclusively determined. During the investigation the sma wires were measured to be out of specification. It could not be proven if this has influence on the reported symptom code. The batteries were found to have insufficient power. It could not be determined if this was the case during the run as no download data was available.